Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2015 (09:45): ck=97 u/l, normal upper limit 170. (B)(6) 2015 (09:45): ck-mb=25 u/l, normal upper limit 24. (B)(6) 2015: electrocardiogram = no new mi. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015, the patient presented with elevated creatinine kinase-myocardial band (ck-mb). A 2.75x18mm xience pro stent was successfully implanted in the mid right coronary artery (rca) lesion. Following, a vasospasm was noted, proximal to the study device. Additional dilatation was performed and the vasospasm resolved without sequela. Post procedure, the elevated ck-mb improved, decreasing in elevation, and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Coronary artery spasm is listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.